Event description:
It was reported that the patient's left knee was revised due to joint laxity. A 5x9 cs insert was revised to a 5x14 cs insert. Rep confirmed that no further information is available from the hospital or surgeon.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.